Event description:
It was reported that: "after implanting the ceramic liner the surgeon did not like the position and use the removal tool catalog # 2112-0000 to take out the ceramic liner. The removal tool broke when trying to remove the liner."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient as MFR # 2249697-2010-01138.